Manufacturer narrative:
Device was discarded by the md as he stated to have overfilled the balloon and felt it did not need to be investigated. The device was filled over what the IFU states is expected. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending adn future CAPA determinations.

Event description:
It was reported by the sales rep that balloon burst on the intraclude aortic catheter. To obtain the initial arrest they put 42cc's of volume in the balloon, then added about 5 more cc's for a total 47cc's of volume in the device. The md then delivered some retrograde cardioplegia-then went to antegrade-then delivered more retrograde and all was fine. The md then tested the valve and it is his estimate that this all took about 10 minutes. Shortly after that, the balloon burst and he lost occlusion. He did not place another device or switch out the intraclude. When the md took out the balloon he examined it and noted a large hold in the side of the balloon. He then discarded the product." The md states: didn't keep it (the intraclude aortic device) because he said he "over inflated it". No adverse patient events. No prolonged or time.